Event description:
The customer obtained unexpected (B)(6) vitros hbsag and vitros anti-hcv quality control results on a bio-rad (B)(6) control fluid while using the vitros 5600 integrated system. (B)(6).biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not affected and there was no allegation of harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved.(B)(4).

Manufacturer narrative:
The investigation has determined that unexpected (B)(6) vitros hbsag and vitros anti-hcv quality control results were obtained when processing a bio-rad reactive control fluid on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. There was no indication that an instrument issue or a reagent issue contributed to the event. The assignable cause of this event is unknown. However, a pre-analytical qc fluid handling issue cannot be ruled out as potential contributing factor.